Event description:
The customer reported a leak from the blood sampling valve (bsv) of the coulter lh 780 hematology analyzer. The customer indicated that 5 ml of fluid leaked and was not contained within the instrument. The customer stated that the instrument generated low vacuum errors and differential heater sensor bad errors during the event. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse reported that the customer reinforced the leaking tubing at the blood sampling valve (bsv) with a collar that fixed the leak and corrected the low vacuum error issues. The fse inspected the repair which was performed by the customer and stated that the repair held without any further leaks. The fse discovered that fluid sprayed onto the differential heater plugs causing intermittent differential heater sensor bad errors. The fse then cleaned and reseated the plugs to resolve the differential heater errors and verified the repairs as per established procedures. Results: failure mode of the event is attributed to the leaking tubing and wet differential heater plugs; the instrument generated low vacuum and differential heater sensor bad errors to alert the operator of an instrument issue. (B)(4).